Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
A patient reported a possible allergic reaction to the prodisc-l (pdl) implant she received in (B)(6) 2010. Patient stated, she started to puff up 3 weeks after implant and it was initially thought it was a reaction to the medications. A year later, the patient is still swollen. Patient would like to rule out the pdl implant as the cause of swelling and is requesting help in getting material information for patch test. This report is on the polyethylene inlay. This is report 1 of 2 for this event.